Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that caller is a MRI tech. Caller reports he was reading patient's op note and indicates patient had a ins revision. Caller reports unknown who manages patient's device. No symptoms/patient complications reported.